Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that when she got up the screen on the insulin pump was blank. She changed the battery and found the settings were erased. The alarm history was checked and an unexpected restart alarm was found. The customer stated that a temporary basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. The customer was assisted with checking the settings which had not been cleared. Customer stated the insulin pump was not dropped or exposed to moisture. Blood glucose value was 344 mg/dl. Customer was advised to monitor the insulin pump.